Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that the rotaflow ii fell down during patient transport. The rotaflow ii was transported on a sprinter cart. No harm to any person occurred. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the rotaflow ii "fell down during patient transport". The rotaflow was transported on a spinter cart. When repositioning the patient, the rotaflow ii (rf ii) was disconnected from the sprinter cart and fell down. No harm to any person occurred. A getinge service technician was on site on 2022-02-17 to check the affected rotaflow ii (serial (B)(6)). The technician did not find any damage on the housing of the rf ii. The function of the rf ii was tested and no malfunction has been found. The device is working as intended. Based on these investigation results the reported failure could be confirmed. The most probable root cause could be determined as an unsecured rotaflow ii during repositioning of the patient. The product in question was produced in 2021-12-01. The device history record (DHR) of the rotaflow (material: 701074178, serial: (B)(6), elo#: 1156568/v1) for which a customer complaint was received, was reviewed on 2022-02-22. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow ii system en · 1.1 · 01 · 2020-11 chapter 15.6 intra-hospital patient transportation. Warning! Check the functioning of the internal battery supply prior to transportation. Continually monitor the device during battery operation. Attach all of the components to the designated holders, and fix them securely in place. Make sure that the rotaflow ii touchscreen and leds as well as all optical warning signals are visible at all times. In noisy environments, there is the risk that acoustic warning signals emitted by the rotaflow ii system may not be heard. Check that the speaker opening is not covered. Check the function of the speaker and the warning buzzer at least once daily. All components must be installed so that they can be monitored and operated by the user during transportation. Keep the space for the emergency drive free so that the centrifugal pump can be used quickly in an emergency and so that the hand crank can be operated. Take the necessary precautions for transportation (follow the instructions for use for the disposable). Organize transportation so that there is no mechanical load on the disposable. Position the device securely for transportation in line with the manufacturer specifications. During transportation, make sure that there are sufficient tube clamps available (at least 6). Always keep tube clamps to hand to clamp the tube system if any leakages occur. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(4).